Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: lot/serial unknown; (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the oscillating saw device was lacking power and had an air leakage. It was reported that there was a 30-minute delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. It was inadvertently documented in the initial medwatch report that the device had been returned for investigation. However, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. . The device serial number was documented as unknown in the initial medwatch report. The serial number has been updated to (B)(4). The unique identifier( UDI) has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.